Event description:
The disposable loading unit was used with a disposable surgical stapler during a gastrojejunostomy procedure. Reportedly, the staples were not present. The surgeon manually sutured to complete the procedure. No pt injury was reported.